Event description:
It was reported that a patient's implantable neurostimulator (ins) was adjusted, but no matter what she did, it didn't make a difference. The difference was that she would maybe have a minute from the time she knew she had to go to the bathroom and if she didn't get there in that minute, she would go through two very heavy pads in eight hours. There was a loss of therapeutic effect and symptoms included a loss of bladder control. The patient commented that the device was not doing what it was designed to do. She clarified that she didn't think the therapy was working. The patient would use the bathroom every 10 to 15 minutes and it took two or three trips to empty her bladder. She wasn't sure if she had more than 1 program. At one point, the patient would ¿go for a week, increase the stimulation, go for a week, increase the stimulation¿ and after three weeks she couldn't tell the difference. In (B)(6) 2013, the patient¿s device was reprogrammed to improve continence. She was given three programs, encouraged to try them for at least two weeks, and to keep a diary of her symptoms. She thought the muscles were weak and when the patient knew she had to go, she couldn't hold it long enough to get to the bathroom. It wasn't working for her so the patient was sent to do kegel exercises to strengthen the muscles of the perineum, things got a little better, and that therapy really helped. The kegel exercises were in (B)(6) 2014. The patient though she lost the ability to do the kegel exercises. The patient later had botox for the bladder and that helped manage her symptoms and was a ¿magic cure.¿ she felt the botox was helping the implant. The patient would actually wake up in the middle of the night to use the bathroom and made it to the bathroom in time, which never happened before. Now there were times when she headed for the bathroom that she felt the interstim and she hadn't done that for years. Her symptoms had improved since the kegel exercises and botox. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information.

Event description:
Additional information received from the patient¿s healthcare provider confirmed the patient¿s surgery on (B)(6) 2015, was for her knee and it was not related to her therapy.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va03l5n, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Additional information received reports the patient do not have concerns with their device or therapy. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was reported that the patient's surgery was scheduled for (B)(6) 2015.